Event description:
It was reported that the patient received inappropriate therapy. The right ventricular lead had oversensing of non-physiologic signals. The lead detections were programmed off and the lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. There were no anomalies found. It was noted that the outer insulation had a cosmetic depression along with tubing overlay environmental stress cracking. The distal conductor was covered with blood (not obstructed).